Event description:
Additional information received on 26-jun-2024, for mw5115052. Correcting procode information. Reference reports: mw5115050, mw5115051.

Event description:
Patient was wearing a cadd pump and started leaking 24 hours into the 48 hour home infusion. The cadd pump was prepared as instructed by infusystem and equashield. Patient reported leaking from the pigtail extension tubing and the ll2s equashield adapter. Therapy dates: (B)(6) 2023. Reference report #mw5115050, mw5115051.

Event description:
Additional information received for a report number mw5115052 on 02/22/2023. Therapy dates: 01/31/2023 - 02/01/2023.

Event description:
Patient was wearing a cadd pump and started leaking 24 hours into the 48 hour home infusion. The cadd pump was prepared as instructed by infusystem and equashield. Patient reported leaking from the pigtail extension tubing and the ll2s equashield adapter. Therapy dates: (B)(6) 2023. Reference report #mw5115050, mw5115051.